Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, lot# serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the ins found no significant anomaly. It was noted that the battery was overdischarged and permanently damaged. Analysis of both leads found no significant anomaly. It was noted that the lead body was cut through and the product was segmented. Analysis of both extensions found no significant anomaly. It was noted that the extension body was cut through and the product was segmented.

Event description:
It was reported that a patient had their implantable neurostimulator (ins) explanted on (B)(6) 2013 due to an infection. It was reported that the device was removed but not replaced and that the patient recovered without sequela. It was stated that the device would be returned to the manufacturer for analysis. Additional information was requested, updates to this report will be made as they are received. Additional information received reported that the patient was "found to have a boil a couple of months ago." It was stated that "this had persisted in drainage, probably indicating that the lead may have been contaminated with infection." It was noted that the patient had stopped using stimulation because his pain had resolved. Cultures were taken. The results for posterior nerve stimulator wire were: "10,000 cfu/ml staphylococcus species coagulase negative #1 and #2." The results for the posterior cervical wound were: "few staphylococcus epidermidis (two colony types, same susceptibility)." It was reported that the acid-fast bacilli (afb) and smear, fungus, and anaerobic cultures were all negative for growth.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.